Event description:
Pt was transferred here from another facility for retrieval of PICC line which dislocated to her right ventricle. Pt was brought to the cardiac catheterization lab. Cardiologist removed 5cm fragment from right ventricle with no complications. The rest of the catheter was removed with no complications. Child was taken to nicu. Child was transferred back to originating facility after child was stable. Catheter was discarded in error.